Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a crack in their driveline and taped the driveline with duct tape. The duct tape was replaced with rescue tape and spiral cable wrap was applied for further stability/splinting. Log files captured no unusual events and that the equipment was operating as intended. The crack was considered non-urgent by an engineer, but there was a plan to repair the driveline at some point in the future. There was no trauma to the driveline and no left ventricular assist device (lvad) alarms.

Event description:
A percutaneous lead repair was performed without incident on (B)(6) 2023.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the replaced portion of the driveline from (B)(6) confirmed damage to the driveline outer jacket, as well as the previous driveline repair site. A specific cause for the observed damage could not be conclusively determined through this evaluation. A distal-end driveline replacement was performed on (B)(6) 2023. The returned portion of driveline measured approximately 17.5". A previous driveline repair was observed approximately 10-13" from the controller connector, captured under MFR # 2916596-2019-03958. A black spiral wrap of tape was present 0.5-12¿ from the controller connector. The pins of the controller connector appeared unremarkable. The black spiral wrap of tape surrounding the driveline was removed, and multiple layers of rescue tape were present approximately 1.5-2.5" and 8-10" from the controller connector. The rescue tape was removed, and damage to silicone jacket was observed approximately 2" from the controller connector. Damage to the grey outer shrink wrap and black inner shrink wrap at the distal end of the previous driveline repair was also observed, consistent with the photographs submitted by the account. Rescue tape was present between the damaged grey outer shrink wrap and the remainder of the repair. Evidence of fluid ingress was present within the driveline repair, consistent with the observed damage. Further inspection of the repair site revealed that all wire crimps were intact and properly wrapped in kapton tape. Upon removal of the outer layer of the driveline repair site, damage to the underlying silicone jacket was observed approximately 8.5-9.5¿ from the controller connector. The submitted log file contained data from (B)(6) 2022 through (B)(6) 2023, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , with no further issues reported at this time. Incidental findings: an exposed conductor on the red wire adjacent to the shrink wrap tubing on the distal side of the driveline repair site. Additionally, breaches in the insulation of the black wire were observed approximately 12.5¿ and 14.5¿ from the controller connector. The relevant sections of the device history records for (B)(6) , original driveline, serial number (B)(6) and replacement driveline, serial number (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 of the IFU, entitled "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7, entitled "alarms and troubleshooting", outlines all system controller alarms (including low speed and pump off alarms) and the appropriate actions associated with them. The heartmate ii patient handbook, rev. C, is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Additionally, the replaced heartmate ii lvad percutaneous lead patient instructions rev. D, provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside." And "allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." This IFU states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.